Event description:
Procedure type: lower anterior resection. According to the reporter: on the first firing, the handle could not be fully squeezed. The black return knob would not return, either. The surgery was converted to an open surgery and device was removed. Other devices were used to finish the procedure. Oozing was reported. Nothing fell into the pt cavity. The operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).